Event description:
It was reported that during the implant procedure the atrial lead had high threshold and "bad" sensing. The physician did not implant the atrial lead (or any atrial lead) and implanted a single chamber system instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).